Manufacturer narrative:
Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, noise resulting in pacing inhibition was observed in two episodes. The period of asystole was approximately three seconds in duration. The physician elected to reprogram this device to account for the recent observation. It was initially thought the root cause was a right ventricular lead integrity issue however an x-ray image failed to show any lead anomalies. The associated rv lead is a non boston scientific product but was noted to have an implant date from 2003. Field follow-up confirmed no surgical intervention will be initiated at this time, as the physician has elected to monitor performance post reprogramming. No resulting adverse patient effects have been reported.